Manufacturer narrative:
The stress generated during the impaction of the cage caused the breakage of the cage. The thickness of the material around the hole receiving the rod of the holder may not be sufficient to resist the stress of impaction if the stress is very high. This problem has been experienced before but the frequency is low: 3 cases in 2011, 1 case in 2012, and this case in 2013, out of 630 surgeries, for a frate of 0.8%.

Event description:
The cage broke during impaction. The cage was removed by the surgeon during the surgery but a piece of cage could not be removed and remained in patient.